Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
It was reported that the patient's catheter was revised "about a week ago." It was unclear if they had replaced the intrathecal or proximal portion of the catheter. The manufacturer's device registry was queried and indicated the patient's pump was replaced on (B)(6) 2013 and an (B)(4) catheter was used for the revision. The reporter further stated that the patient "was having issues with the catheter" and during the last revision "when they hit the gap, they did not see that the pin was not hooked up from the pump; that a piece had been left in there." No symptoms were reported at that time. It was later reported that the intrathecal spinal portion of the catheter was surgically replaced that day, and there were no negative issues for the patient. Therapy was resumed at the previous dosage, and they did not hear about any issues since the patient's catheter revision. It was later reported that the medication used within the system was hydromorphone 2.0 mg/ml at 0.25 mg/day. The patient's catheter was revised because she was not getting adequate pain relief. A dye study was performed and revealed the catheter was disconnected. The catheter was revised and the patient was getting good relief.